Event description:
Patient had reaction to PICC, reaction was reportedly not severe and was resolved with PICC being left in place for three weeks.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number, (411188).